Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high glucose (glum) result that was generated by the unicel dxc 800 pro synchron clinical systems for a single pt sample. The customer indicated that a three (3) hr glu tolerance test was performed on a pt: initial, a fasting glu was tested and a result of 93mg/dl was obtained. A one (1) hr post load glu tolerance test was done next and a glum result was 385mg/dl. The result was questioned by the physician and customer re-analyzed the sample. The repeated glum result was 146 mg/dl. Two (2) and (3) hr post loads gave results of 137 mg/dl and 105 mg/dl respectively. The erroneous glum result was unbelievable and questioned by the physician. Pt treatment was not affected.

Manufacturer narrative:
Qc was performed prior to the event and was within range. There were no error messages at the time of this event. A field svc engineer (fse) was dispatched to the customer's lab: the fse cleaned lines, cup and stirrer, and then calibrated glum. The fse conducted a precision study of 80 replicates and obtained unacceptable results. The fse replaced a stirrer motor, an accusense electrode and performed modular chemistry (mc) side preventive maintenance (pm). The fse performed a precision study of 200 replicates and obtained good results. Hardware issues addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.